Manufacturer narrative:
The insulin pump was received with no missing segments. The pump passed self-test, displacement test, rewind, and basic occlusion test, prime test, excessive no delivery test and occlusion test. The pump had battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a broken reservoir on the insulin pump. The customer's blood glucose reading was 468 mg/dl. The customer stated that the reservoir is falling apart. The customer stated that the reservoir will not stay in the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.